Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that the system does not start up properly after a restart. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The file system of the hard disk of the real time pc (rt pc) was corrupt and an automatic recreation of the same did not work because the disk was too full. For this reason, as intended for such a case, the system switched to the bypass fluoro mode and displayed a corresponding error message to the operator. This special mode, which is a mitigation of the problem, allows the system to continue generating imaging, however, neither acquisition nor storage or further processing of data is possible. Live imaging quality is reduced, but image viewing and post-processing of previously stored images from the control room are still possible. Such an error can only be eliminated by service intervention. The service technician restored the file system of the hard disk as well as all necessary files, which corresponds to a recovery of the database. The error history for this error pattern was checked and a possible error accumulation or even a possible general error, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.